Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported difficulty charging. The rep reported that they met with the patient for the appointment today and the battery was near depleted and the patient could charge normally. The patient claimed she had not charged since (B)(6) 2018. The rep reported that the patient was having difficulty getting a good spot for recharging. The rep reported that he spent about 5 minutes trying to find a spot and he was able to get 2 bars and then 0 bars. The rep reported that the patient removed the recharging antenna and repositioned it and then got 6 coupling bars. The coupling level dropped down to 4 bars during the call. The rep reported that he could feel the battery in the pocket, it felt like maybe it was 1-1.5 cm deep. The rep thought it was flush and it may be in an odd position for recharging. The patent didn't want to move the antenna and wanted to continue charging the ins during the call. The rep also reported that the patient felt like she was getting a shocking sensation when she laid down during the recharging process. The rep wasn't interrogating with the clinician programmer. It was noted that the difficulty charging started in 2014 after implant, but registration notes that the patient was implanted in 2016. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the issues was believed to be that the implant was not exactly flush with the skin. The patient was asked to use the belt to charge and was taking the next few days to attempt charging before letting the representative know how it worked. The healthcare provider didn't think the shocking was from the implant but was going to monitor it closely. The charging and shocking issues were not resolved and were continuing to be worked on.